Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false negative jk(b) antigen typing results with seraclone anti-jk(b) during a proficiency testing. The customer did neither return the supposedly defective product for investigational testing nor the red blood cells that had caused false negative test results. Therefore our quality control laboratory tested their retention sample of seraclone anti-jkb with different donor and reagent red blood cells for potency and specificity. For the specificity testing our quality control laboratory used screening and panel cells of a competitor and also the reagent red blood cells of the biotestcell product line. All positive and negative reactions were correct. We did not observe any false negative reaction. The required minimum titer of 8 was exceeded. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-jk(b) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.